Event description:
The hcp reported that the patient had been transferred to the intensive care unit three hours after pump implant and subsequent cardio-pulmonary arrest. The patient suffered from severe spasticity, intractable seizures and mental retardation. The patient had undergone a trial of intrathecal morphine over a two week period prior to surgery - date of trial is unknown. The pumpo was programmed to deliver a priming bolus and then to deliver morphine 10 mg/ml at a rate of 0.5 mg/day in simple continuous mode. The patient has been transferred form post-op recovery awake and alert. She had a loss of consciousness, was pulseless and has a respiratory arrest. The patient was a "do not resusitate" status, however, she was resuscitated, intubated and transferred to the intensive care unit. She expired approximately 48 hours later. The hcp indicated that this was a "cardiac death: as she was "opiate tolerant and had done well at trial". Several requests have been made to obtain hospital records. It is unknown if an autopsy was performed or if the pump was explanted.